Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display was dim, faded and discolored. The battery compartment was cracked. Unrelated to these issues, the label was torn/peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2015.